Event description:
It was reported that during a laparoscopic appendectomy procedure, the cartridge would not slide into place. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Eval summary: the analysis showed that the device was received in good visual condition and with no cartridge present, however the cartridge pan was found lodge inside the channel. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The test cartridge was loaded and unloaded with no difficulties noted. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the cartridge, it is possible that the cartridge was not properly loaded into the device, if the cartridge is not fully inserted into the channel, when the device is fired it can cause the pan to dislodge from the cartridge. In addition it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. Our manufacturing batch history review identified that a pan dislodged issue was detected during the manufacturing of one of these lots. When this occurs, our quality system documents the necessary actions to ensure final product quality. The final quality release criteria was met before this batch was released for distribution.